Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive on the number 2 of the number pad. Additionally, the touch screen would time out when pressing the number 2. Customer's blood glucose was 87 mg/dl. During troubleshooting with tandem technical support the pump was functioning as expected.